Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) have requested for the return of the subject sleepstyle to f&p new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that a pin from the power socket of a sleepstyle CPAP was found to be stuck in the power cord. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Method: the complaint sleepstyle CPAP was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the sleepstyle CPAP confirmed that one of the pins was missing from the mains inlet socket (power socket). Conclusion: the reported event was traced to an issue in the assembly process of the supplied mains inlet connector component.the component supplier has since implemented changes to the assembly process and f&p healthcare also introduced a gauge test to identify and reject any potentially faulty mains inlet sockets during the assembly of the sleepstyle devices. Our investigation confirmed that the subject sleepstyle device was manufactured prior to implementation of these measures. Our user instructions that accompany the f&p sleepstyle state the following: "do not use if the device, power cord, or accessories are damaged, deformed or cracked" "do not pull on the power cord as it may become damaged" "turn the device off at the power supply, then remove the power cord from the rear of the device".

Event description:
A distributor in australia reported that a pin from the power socket of a sleepstyle CPAP was found to be stuck in the power cord. There was no reported patient harm.